Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient had developed an infection. The system was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
New information on 11/21/2016 notes the patient presented to the emergency room in a symptomatic condition from the infection with fever. The patient did fully recover from the infection.